Event description:
It was reported that during advancement in a heavily tortuous right coronary artery, the mini trek rx (1.2x6 mm) balloon delivery system felt resistance and during pre-dilatation of the heavily calcified lesion, the mini trek rx (1.2x6 mm) balloon ruptured at 6 atmospheres with the first inflation. Reportedly, there was resistance felt with the removal of the mini trek rx (1.2x6 mm) balloon delivery system and it was set aside. The trek rx (3.0x15 mm) balloon delivery system was advanced without difficulty but with the first inflation the balloon ruptured at 8 atmospheres. The trek rx (3.0x15 mm) balloon delivery system was removed without difficulty. A non-abbott balloon was used to successfully pre-dilate the vessel and a non-abbott stent was deployed. There was no adverse patient effect or significant delay in the procedure reported. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: runthrough, wizard, guide cath: heartrail ll jr4.0. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency. The mini trek is being filed under a separate manufacturing report number.